Event description:
Healthcare professional reported "biocell, textured implant". Later healthcare professional reported "grade 4 capsular contracture". Healthcare professional later reported "making her sick", "inflammation", "calcified" and "lymphoproliferation". Healthcare professional later reported "pain, fatigue, brain fog", and "anxiety". This record is for the left side. Device was explanted and replaced. Device has been returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d9, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported "biocell, textured implant". Later healthcare professional reported "grade 4 capsular contracture". Healthcare professional later reported "making her sick", "inflammation", "calcified" and "lymphoproliferation". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported left side "biocell, textured implant". Healthcare professional later reported "grade IV capsular contracture". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, anxiety-product/procedure.

Event description:
Healthcare professional reported "biocell, textured implant". Later healthcare professional reported "grade 4 capsular contracture". Healthcare professional later reported "inflammation", "calcified" and "lymphoproliferation". Healthcare professional later reported "pain" and "anxiety". This record is for the left side. Device was explanted and replaced. Device has been returned.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ inflammation/irritation: unable to observe as it is not related to the manufacturing process. ¿ malaise: unable to observe as it is not related to the manufacturing process. ¿ other-medical: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, two openings and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Clarifications to h6: e2402 represent brain fog and feels sick because of implants, lymphoproliferation.

Manufacturer narrative:
Clarification to b3 date of event: partial date 2020. Corrections & clarification to h6 adverse event problem and h11 additional mfg narrative: in h6 of supplemental medwatch #3, e020204 malaise and e2402 appropriate term/code not available were reported. Un-reporting e020204 malaise as abbvie medical safety determined "fatigue" is not related to the device. In h11, it was noted that "e2402 represent brain fog and feels sick because of implants, lymphoproliferation". Upon review by abbvie medical safety, the events of "brain fog" and "feels sick because of implants" are not related to the device and will be un-reported. E2402 only captures the report of "lymphoproliferation". The events of "capsular contracture", "inflammation", and "lymphoproliferation" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events.

Event description:
Healthcare professional reported "biocell, textured implant". Later healthcare professional reported "grade 4 capsular contracture". Healthcare professional later reported "inflammation", "calcified" and "lymphoproliferation". Healthcare professional later reported "pain" and "anxiety". Healthcare professional also reported the following events, which are not device-related: "feels sick because of implants", "fatigue", "brain fog". This record is for the left side. Device was explanted and replaced. Capsulectomy was performed. Device has been returned.